Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined further troubleshooting from tandem technical support regarding the occlusion issue, therefore no additional information could be obtained. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Customer's blood glucose level was 239 mg/dl.